Manufacturer narrative:
(B)(6). (B)(4). Visually confirmed approximately ~4mm of the instrument tip has been broken off and not returned for analysis. Fracture surface analysis reveals a fairly flat ductile fracture with circular material flow, consistent with torsional overload. Dimensional inspection of the shaft diameter and material hardness confirms conformance to print specifications. The above findings are consistent with torsional overload.

Event description:
It was reported that the patient underwent a surgery to remove hardware. It was reported that the driver tip broke off while removing a set screw. No patient complications were reported.